Event description:
It was reported that a device issue occurred resulting in patient complications.On an unknown date in 2021, the patient underwent a percutaneous coronary intervention (PCI) at an unknown facility. During the procedure, a185cm Straight PT2 guidewire was cut in the left circumflex artery (LCX). Retrieval was unsuccessful, and the fragment remained inside the body. In (b)(6) 2026, the patient presented with chest pain and was hospitalized. Coronary angiogram (CAG) was performed to investigate the chest pain. A 75% stenosed lesion was located in the non-tortuous LCX. During the CAG, the previously retained guidewire fragment was no longer visible on fluoroscopy. A non-contrast CT scan was also performed and demonstrated that the high-attenuation structure previously observed in that same area had disappeared. As per radiologist interpretation, a high-attenuation structure of similar size was identified within the splenic artery. No additional details were provided.

Manufacturer narrative:
B3 Date of Event was estimated based on device detachment occurring in 2021.E1. Initial Reporter Facility Name: (b)(6) l Medical Center.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.